Manufacturer narrative:
Batch review performed on 24 september 2018. Lot 164049: (B)(4) items manufactured and released on 28 september 2016. Expiration date: 2021-09-13 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 6 months after primary the surgeon revised the patient for a knee instability. Liner swap. The cause of instability is unknown. Surgery completed successfully.